Manufacturer narrative:
Follow-up indicated that the lead remains disconnected from the device. The device is not being used and currently there are no plans to connect the device.

Manufacturer narrative:
The device was not available for return. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed a hematoma and experienced paralysis in the legs. The lead was removed and placed into the subcutaneous tissue. Follow-up indicated that the patient has recovered without sequelae.